Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, dilatation was performed at the lesion area; however, it was noted that the balloon did not inflate. Furthermore, the balloon ruptured when the pressure was increased to 12atm. The procedure was completed with this device. No patient complications were reported and the patient's status was good.